Event description:
The report is of a balloon leakage. Pre-dilation (product unknown) was conducted and while the cypher (3.5/33mm) was being inflated at the target lesion, the physician through the balloon was leaking between 8 to approx 10atm. Therefore, a different balloon was used for the post-dilation, and the procedure was finished. The procedure was finished without a problem. There was no reported patient injury. The target lesion was the proximal left anterior descending artery. The lesion was a de novo, moderately calcified and slightly tortuous. There was 95% stenosis.

Manufacturer narrative:
This product noted is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.